Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evalution and the device performed as expected. The device was tested using the returned battery via bench handling, power cycling, and functional stress testing, and successfully passed. Review of the device activity log on the event date of 4/28/26 suggests the device operated as expected and alarmed "low battery" a total of 8 times before shutting down. This is the expected behavior of the device. The device was recertified and returned to the customer. Typically, events of this nature are not reported since there is no potential for adverse patient outcome and the device operated as expected in accorance with the operators guide. Analysis of reports of this type has not identified an increase in trend.